Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of experiencing low blood glucose and passed out. The customer was treated by the emergency medical service with glucose tablets on (B)(6) 2020. The customer does not remember the blood glucose readings at the time of incident. The customer does not believe that the insulin pump was over delivering insulin. The insulin pump will not be returned for failure analysis.